Manufacturer narrative:
(B)(4). The results of this investigation concluded there were tears in all three cusps. There was focal pannus in-growth on the inflow basilar aspect of cusp 1. There was separation of valve cusp layers on the basilar aspect of all cusps. Special stains were negative for organisms and no acute inflammation was present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tears and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
This 23 mm sjm biocor valve was implanted on (B)(6) 2009. On (B)(6) 2015, the valve was found to be stenosed. The valve was explanted and replaced with a 21 mm sjm trifecta valve. The patient was reported to be doing well.